Manufacturer narrative:
The rotator cuff repair involved a massive tear of the supraspinatus and infraspinatus tendons with a very poor native tissue. The repair involved bridging a gap with the orthadapt bioimplant; orthadapt bioimplants are not indicated for this use; thus, this was an off-label use of the product. The lot number for the device was not provided. The case assessment based on the provided information identified the likely cause of the event to be an infectious process. At this time there is no evidence to suggest the graft caused or contributed to the event. The manufacturer of the device at the time was pegasus biologics, inc. Synovis orthopedic and woundcare, inc. Is the reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.

Event description:
Patient experienced swelling, pain and pus within two weeks post repair of a massive rotator cuff tear with orthadapt augmentation. Approximately 22 days post repair, the physician removed the graft and one of the fixating screws. Physician noted in the operative report that the screw was clearly infected (subsequent culture results indicated no growth). The patient was treated with intravenous antibiotics.